Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, the failure described could not be reproduced and the component showed no defects. Detailed log files showed that after the first reboot, plane b could be moved as intended. The described problems can be traced back to user errors (pressing scm buttons to early after restart/reset after estop) or movement restrictions when in parking position. This is the first known occurrence of this kind of error. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It wa reported to siemens that a malfunction occurred while operating the artis q biplane system. The customer reported the b plane was not working after a patient examination had begun and a catheter was in place. We are unaware of any impact to the state of health of the patient involved.